Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, when device was removed from the package, the needle detached from the thread. Another suture was used to resolve the issue in order to complete the case. There was no patient involvement.